Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the sheath flared at the tip. The hospital staff attempted to insert a second sheath and the same problem occurred. The hospital staff then continued use with a non-maquet sheath and therapy was provided. There was no reported injury to the patient. This report is for the second device used.

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), the sheath flared at the tip. The hospital staff attempted to insert a second sheath and the same problem occurred. The hospital staff then continued use with a non-maquet sheath and therapy was provided. There was no reported injury to the patient. This report is for the second device used.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # from: [blank] to: (B)(4). Section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4). H3 other text : device not returned.